Event description:
The customer reported a tube disconnection at the evbp (inside the mass balance loop) on the phoenix machine in 2007. The machine generated a "no power" alarm. It is unk if this alarm occurred before or after the tube disconnection. The pt was placed on another machine and continued the treatment without further incidents.